Event description:
The attorney alleges that the left elevating legrest allegedly released and got "caught" on the bar on the way out of a train, causing the legrest and user's leg to be bent backwards, resulting in fractures to user's leg.